Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the implantable cardioverter defibrillator (ICD) was oversensing a wide qrs complex after potential loss of capture. No changes or interventions were reported. The patient condition was unknown.